Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician placed the touhy needle in the patient's upper lumbar region for an scs trial during which time he noticed a clear to brownish fluid oozing from the wound. Reportedly, a large seroma was discovered under the skin in the same area where the needle was inserted. Subsequently, the physician opted to abandon the case as a precaution. Note: the trial lead was never removed from the kit.